Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform 70 x 72 mm in diameter and 100 mm in length abdominal aortic aneurysm. The proximal neck was 30-31 mm in diameter and 40 mm in length. The left common iliac artery was 23mm -18.5mm-16.3mm-11.7mm-14.9mm-17.9mm-13.8mm (from proximal to distal) and the right common iliac artery was 23.9mm-20.7mm-18.7mm-17.6mm-20.2mm (from proximal to distal). The right internal iliac artery and the left internal iliac artery measurement is unknown. The right external iliac artery measured 7.6 mm in diameter and the left external iliac artery measured 7.6 mm in diameter. Both common iliac arteries had severe curvature. It was difficult access due to curvature, but the device was successfully implanted with right access. It was reported that a secondary intervention was performed for the treatment of the type ia endoleak and the bi-lateral type ib endoleaks. The physician snorkeled the left renal artery and implanted an endurant ii cuff 36x36x49. In addition, an endurant ii 16x28x156 was implanted extending down the right side. An endurant ii, 16x20x124 was also implanted extending the left side. After touch-up, dsa was carried out and type ia endoleak was confirmed. Another touch-up was carried out but endoleak remained. The distal type I endoleak had resolved. As for proximal side, it was determined to have no other treatment method and the procedure was completed. The physician commented that it was initially a case outside of IFU so that the physician wondered if evar was the best treatment for this case. However, it was clear that only endurant was able to deliver. Therefore, endoleak was caused by the outstanding feature of endurant. The patient would be monitored.